Event description:
Falsely elevated ctni results were obtained for several patient samples on the dimension rxl and results were reported to the physician. Qc was tested again after physician questioned results and found to be out of acceptance range. The same specimens were tested in another hospital and found to be negative for a cardiac event. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument performance resulted in replacement of the wash cassette.

Manufacturer narrative:
Replacement of the wash cassette resolved problem.